Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported he developed a rash that started six month ago. The rash is described as streaks of red with bumps and intermittent itching. The past two weeks the rash has worsened and two welts appeared. He saw his wound ostomy care nurse on (B)(6) 2014, who stated the rash could be a fungal rash. Prior to this issue occurring, he started prednisone for polymyalgia. His normal wear time is four days. Instructed to call local wound ostomy care nurse for re-evaluation, if no improvement.